Event description:
Ths customer reported getting an energy select failure.

Manufacturer narrative:
(B)(4). The customer reported getting an energy select failure. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.